Event description:
It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used during an esophagogastroduodenoscopy (egd) performed on (B)(6) 2010. During the procedure, the bander was positioned at the target site within the esophagus for the banding of varices. However, during deployment of the first band, three bands simultaneously released onto the varix. All three bands remained affixed onto the varix. The physician noted the handle was rotated only once and the audible "click" was heard. Additional bands were deployed from the bander successfully. The procedure was completed using this speedband superview 7 bander. Post procedure, the patient complained of dysphagia, difficulty swallowing both solids and liquids. The physician reported that the three bands that had deployed together had grasped more tissue than desired. The physician attributes this to the dysphagia. The patient incurred a prolonged hospital stay. The physician prescribed the patient a medication for hypertension, which was reported not be related to this event. No other treatment has been administered. The patient's condition at the conclusion of the procedure was reported to be that the patient was hospitalized and stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.